Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. Prior to the event, the customer delivered boluses several times, but continued to experience blood glucose levels over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did not have supplies with her to conduct the prime or high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.